Event description:
Initial report was received of end user sitting in this device with rear section of chair close to wall and that smoke was coming from back of chair. The wife called 911 because of smoke and emergent rescue of end user from the device due to medical condition. Fire department removed connection on batteries. Atp believes that the chair was close to the back wall and when chair was being tilted either the actuator or controller module became overheated and started smoking. End user was safely removed from the device without incident.

Manufacturer narrative:
(B)(4) - model tdxsp-mcg, serial number/date code (B)(4) is approximately 2 years 11 months old. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information has been received on this incident, however the consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This event is being filed as a serious injury since 911 was contacted for emergent safety and rescue of this end user due to underlying medical condition in relation to the event.